Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations."

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 600 mg/dl. During a pump system check with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. The customer indicated that no backup insulin therapy method was available. No additional information was provided.